Event description:
The pump was returned for investigation. Investigation revealed there was contamination under the button contacts. This report is made based on results of investigation completed on (B)(6) 2012.

Event description:
The patient contacted animas on (B)(6) 2012, alleging the symbols on the keypad are worn. The patient also reported that moisture was noted in the battery compartment a few months ago. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Submitted: (B)(6) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the symbols on the keypad were confirmed to be worn, specifically, the up arrow, down arrow and ok buttons. On testing, all the keypad buttons were normally responsive without delay. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
Follow up #1 submitted (B)(4) 2012. The narrative was noted to contain inaccurate information and has been update to reflect the investigational findings.